Event description:
It was reported by international mallinckrodt facility (france) that inflation could not be maintained on one, size 8 lpc, low pressure cuffed tracheostomy tube. This was detected during preinsertion testing, prior to use. There was no direct pt involvement. The 8 lpc device was returned to the MFR for analysis and investigation on 08/19/98.